Event description:
It was reported that during a percutaneous peripheral intervention procedure, a guide wire detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right superficial femoral artery (sfa). A 300cm journey guide wire was advanced, and encountered difficulty crossing the target lesion. During interaction with a non bsc atherectomy device, the journey guide wire broke in the middle of the shaft, while in the right profunda artery. The guide wire was removed with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).